Event description:
Caller reports back to back results of 302mg/dl on advantage system #1 compared to results of 89mg/dl on advantage system #2. No quality controls were run on system #2. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
The medwatch is for the suspect device used in advantage system #2. Please see medwatch is for suspect device in advantage system #1.